Event description:
It was reported that a patient experienced difficulties with charging their insulin pump, including having to adjust the charging cord for proper connection and a prolonged charging time when the pump was halfway discharged. There was no adverse impact to the patient¿s blood glucose level. The patient opted out of troubleshooting and requested documentation for insurance purposes, with no further action taken by technical support.